Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet experienced a charging problem in which the charger light would not remain solid, intermittently blinked, or did not illuminate, consistent with a battery charger component issue. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a power source problem associated with the charger, consistent with a charging malfunction of the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.